Manufacturer narrative:
Information contained in this report was previously submitted through asr pr (B)(4) on 23/jul/2012. The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, necrosis, infection (early onset).

Event description:
Patient reported a left side "leak", erosion and infection due to an infectious disease in the breast, name unknown. Additional event of swelling was noted. Device has been explanted.